Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer was on site and investigated reported event. It was reported that the compressor did not start. The investigation revealed that the capacitor for motor was defective and needs to be replaced. No part was returned for investigation, therefore the root cause for the failure could not be determined.